Event description:
It was reported that a patient felt stimulation when the implantable neurostimulator (ins) was off. It was stated that this had been going on since last week. The patient stated that she had turned the stimulator up last wednesday and had to keep it up pretty high the whole night through and half of the next day. It was stated that after that she went back to the normal settings. It was stated that the patient only used the settings at night. It was reported that when the patient turned her implantable neurostimulator off she still felt it ¿on the inside¿, and that it was ¿like the stimulator was still on¿. The patient stated she knew how the stimulator worked, and that she ¿had this thing put in since 06¿. It was reported that ¿according to the programmer it is off¿. It was reported that the patient felt it around the ins site and sometimes in the bottom of her foot.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 377760, lot# v013670, implanted: (B)(6) 2006, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 377760, lot# v001491, implanted: (B)(6) 2006, product type: lead. (B)(4).